Event description:
Patient underwent procedure for tvt-o (gynecare) on (B)(6) 2014. Was doing well, but then on (B)(6) 2014 came in septic with fulminant group a sepsis. Had tvt mesh removed, then had to have fasciotomies, IV antibiotics, and extended stay in ICU and hospital. Dates of use: (B)(6) 2014. Diagnosis or reason for use: stress incontinence.